Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "would like to activate the warranty immediately and carry out the removal of the prostheses that were recalled from the market." Physician reported "minute cyst" and capsular contracture, baker grade unknown. Device remains implanted. This relates to left side.

Event description:
Baker grade IV. The device has been explanted.

Manufacturer narrative:
Device analysis performed through photographs due to the impossibility to perform microscopic analysis to determine the most likely failure mode. Observed white biological tissue on the device. The reason for reoperation is: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Baker grade IV. The device has been explanted.